Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal stent struts were stretched and pulled distally over the distal markerband. The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device became intertwined with the guide wire inside the guidezilla guide extension catheter and the mounted stent was found to be flattened. The procedure was completed with another of the same device. No patient complications were reported.